Event description:
Customer initially called to report no delivery alarms. Pump passed the troubleshooting. Customer later mentioned that he was hospitalized prior to the call due to high blood glucose levels. Customer had no back up plan of injections and had run out of insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.